Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20353. Reference MFR. Report# 1627487-2015-20354. It was reported after a lead replacement surgery on (B)(6) 2015 (reference MFR report # 1627487-2015-07296) a sjm representative was unable to restore stimulation during the postoperative programming for the patient. Surgical intervention may be taken at a later date to address the issue. Additionally, a lot no for the explanted lead (happened on (B)(6) 2015) is unknown. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20353, reference MFR. Report# 1627487-2015-20354. Further follow up identified the leads were explanted and replaced which resolved the issue. Reportedly, the patient had effective therapy postoperatively.